Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced five inappropriate shocks due to the cardiac resynchronization therapy defibrillator (crt-d) sensing a lot of electromagnetic interference. The patient reported repairing a lamp at the of the inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.